Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was unable to be interrogated. No intervention was performed to resolve the event and the patient was in stable condition.

Event description:
New information was received that the device was explanted to resolve the event.

Manufacturer narrative:
The reported event of the device being unable to be interrogated was confirmed. The device was at near end-of-life (eol) voltage level when received. Analysis of the device image indicated the device was operated in high output settings and being implanted beyond its projected longevity period. At this state, the capacity of the battery is significantly reduced and could be vulnerable to excessive telemetry usage.stable telemetry with the device was not possible due to low battery voltage. After the battery was replaced and product code was replaced, no telemetry anomalies were identified. The device established normal communication with multiple programmers and also passed the functional tests. Electrical and mechanical tests indicated the device exhibited normal functionality.